Manufacturer narrative:
Upon further discussion with FDA, the events initially reported in this summary report are not considered malfunction events. Therefore, individual reports have been submitted for the events previously summarized in this report. This summary report now reflects zero events and can be disregarded/deleted/removed.

Manufacturer narrative:
This report summarizes 1 malfunction events. 1 event involved fracture of the device or a component ((B)(4)). In 1 event, a fracture of a device or device component was found during evaluation and a stress problem was identified during evaluation. This is a known inherent risk of the procedure. Furthermore, the device failure was found to be related to the patient's condition.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. This report summarizes 1 malfunction events where patients' experienced endosseous dental implant failure.